Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer's mother did not mention any form of treatment for the customer. The mother was informed that there could be many reasons for high blood glucose. The mother declined trouble shooting the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.